Event description:
The patient was scheduled for inferior vena cava (ivc) filter removal in the or. After multiple and prolonged attempts to snare the filter hook, I was again unsuccessful in doing so. The ivc filter collapsed and couldn't be pulled out with the snare. The snare to remove the filter became tangled in filter. The filter was unable to be pulled out of the ivc and the snare was unable to be removed. The snare and sheath were left in the right jugular and the patient was sent to ICU post procedure. The patient was brought to special procedures the next day to attempt retrieval of both snare and ivc filter. The physician then cut off the snare with wire clippers at the neck, leaving a portion of the snare in the svc. The ivc filter was able to be retrieved. The patient remained hemodynamically stable with vital signs and sedation during the whole procedure. The physician talked to the patient and family informing them of the events.